Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air/water nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed or damaged. Three attempts were performed to obtain additional information regarding reprocessing at the customer site, but no response was received. The event can be detected and prevented by following the instructions for use (IFU) which state: "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "·reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -clean the external surface *immerse the endoscope in the detergent solution. *thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution ·rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed, as foreign material was found inside the nozzle and air/water tube. The following evaluation findings were observed: bending section cover glue was worn out and peeled off, plastic cover on the distal end (c-cover) was scratched, light guide lens was chipped, insulation of connecting tube near to the low limit value, defective pixel, play on the control knobs and reduced angulation, noise during the manipulation of right/left control knob, cut on top switch #1. In addition, charge coupled device (ccd) lens is starting to have stain/frost. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air/water flow issue with the air/water flow system while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was possibly foreign material clogging the air/water flow system. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.